Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) due to the front response button had a cut trace. The root cause of the cut trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.